Event description:
It was reported that this pacemaker was in a radio frequency (rf) overuse condition, exceeding the daily telemetry limit due to frequent connections. The frequent connections were due to repeated instances of high out of range pacing impedances on the right ventricular (rv) channel which triggered a lead safety switch to unipolar mode. Upon review by technical services (ts) there were stored instances of non-sustained ventricular tachycardia (nsvt) which were likely over sensed myopotential signals. Possible reprogramming considerations were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the initial reporter in section e, initial reporter and to add an additional code in device codes in section h, device manufacturers only.

Event description:
It was reported that this pacemaker was in a radio frequency (rf) overuse condition, exceeding the daily telemetry limit due to frequent connections. The frequent connections were due to repeated instances of high out of range pacing impedances on the right ventricular (rv) channel which triggered a lead safety switch to unipolar mode. Upon review by technical services (ts) there were stored instances of non-sustained ventricular tachycardia (nsvt) which were likely over sensed myopotential signals. Possible reprogramming considerations were discussed. This device remains in service. No adverse patient effects were reported.